Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned for elective replacement. Routine analysis found the device did not meet longevity per programmed values.